Event description:
The patient reported erosion. The patient pushed it back in and covered it with a dressing. Infection was not confirmed and antibiotics were not prescribed. A revision procedure is scheduled for (B)(6) 2023.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, inadequate fixation, and the patient undergoing an MRI procedure have been ruled out as potential causes. However, the patient has contraindicating conditions including multiple illnesses. They have a collagen defect causing implanted devices to migrate or erode. Additionally, the patient is wheelchair bound, is fed via a feeding tube (peg), and is very slim. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The cause of the erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have a collagen defect (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.